Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's gas module was contaminated with liquid. Identification of issue has been done by analyzing problem description, provided photo and service report. Based on technician statement, the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module has been replaced to resolve the issue. Additionally, the technician cleared air hose. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's gas module was contaminated with liquid. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the occurrence of water inside air gas module has been related to malfunctioning hospital's air central system. The air gas module needs to be replaced to resolve the issue. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator's gas module was contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).